Manufacturer narrative:
The device was received for evaluation. During functional testing, alarms ¿air in line¿ within 1-2 minutes of infusing was not reproduced. A review of event history log revealed 2 occurrences of air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed air in line alarm within 1-2 minutes of infusing. This occurred during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.